Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged housing and damaged monitor connector on the power module (serial number: (B)(6)) were confirmed. The unit returned to the european distribution center (edc) and upon initial observation, the damaged housing and system monitor connector were noted. The unit booted up and functioned as intended. The damaged housing and connector were replaced, and preventative maintenance was performed. The unit returned to the customer. The root cause for the damaged connector and housing were unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the system monitor earth pin. The connector required replacement.